Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the thrombus and intervention required.it was reported that the patient, with functional mitral regurgitation (mr) of grade 4, presented for a mitraclip procedure. The transseptal puncture was performed and heparin was administered, reaching an activated clotting time (act) of 300 seconds. The steerable guide catheter (sgc) was advanced into the left atrium. Transesophageal echocardiogram (tee) showed thrombotic formation in both the right and left atrium. Two additional boluses of heparin were administered, and the act level was approximately 400 seconds. Despite this aggressive treatment, the clots did not resolve completely and after approximately 150 minutes, the sgc was withdrawn with continuous aspiration by means of a 50 cc syringe and the clots were removed. The patient had been placed on mechanical ventilation as part of usual anesthesiologic protocol and was weaned in the absence of a neurological injury. The procedure was aborted and no clips were implanted. Mr remained unchanged at grade 4. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation and there was no reported device malfunction. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of emboli (thrombus), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect of thrombosis and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.